Manufacturer narrative:
(B)(6).

Event description:
It was reported that partial stent deployment occurred. The target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was advanced for treatment. However, during stent deployment, the hand base hub was broken and the stent could be reconstrained. The device was removed covered with the non-bsc guide catheter and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was retuned for analysis. The device was received with the stent partially deployed on the delivery system. For investigation purposes the investigator was able to deploy the stent using the handle while gripping an undamaged section of the shaft. The stent was visually and microscopically examined, and no issues were identified. A visual and microscopic investigation identified no issues with the stent cup or stent holder that could have contributed to the complaint incident. The imprinted stent impression was clearly visible on the stent holder. A visual and tactile inspection identified a complete break of the shaft of the device located at distal end of the main valve of the device. A visual and tactile examination identified no issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that partial stent deployment occurred. The target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was advanced for treatment. However, during stent deployment, the hand base hub was broken and the stent could be reconstrained. The device was removed covered with the non-bsc guide catheter and the procedure was completed with another of same device. There were no patient complications reported.